Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of menorrhagia ('very significant menorrhagia') in a (B)(6) female patient who had essure inserted. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy associated to hysterectomy with ovary conservation.). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia had resolved. The reporter provided no causality assessment for menorrhagia with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of menorrhagia ('very significant menorrhagia') in a 39-year-old female patient who had essure inserted for contraception. In october 2016, the patient had essure inserted. In 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy associated to hysterectomy with ovary conservation.). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia with essure. The reporter commented: according to the physician: the essure removal was not the main cause of the procedure, but it was performed after another gynaecological procedure - hysterectomy due to abnormal uterine bleeding. Essure removal was at patient`s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jun-2019: device removal questionnaire received. Indication, weight and height, onset date for the event added. Outcome updated to unknown. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.